Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. Eight devices were received for evaluation. Six reported events were confirmed through evaluation. Four devices were affected by internal corrosion; 2 were found to have worn and damaged components. Two devices were evaluated and the reported event was not confirmed. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, in which the device overheated. Seven of these reported events occurred during testing; there was patient involvement; no patient impact. One reported event occurred during a procedure and resulted in a first-degree burn, with no further patient impact or medical interventions.